Manufacturer narrative:
The returned screw was evaluated. The head was found to be stuck so that the screw tulip was no longer able to rotate or angulate about the screw shaft. The cause is attributed to normal locking during installation. There are no expectations that the screw will recover its polyaxial motion once it has been unlocked. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
Zimmer biomet personnel found that a pedicle screw, which was returned as part of the construct removed during a revision surgery, had lost its multiaxial capabilities. None of the provided information from the reporter suggests that this screw contributed to the revision or caused any patient impacts while being removed.